Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received an unknown error on her coaguchek xs meter serial number (B)(4). The patient then changed the batteries in the meter and then the meter only flashed "set (B)(6)/00" on the screen. The patient performed a display check of the meter and could not see all segments present in the result field of the display. This could impact the interpretation of results. The patient stated that the result field displayed only "83.8" instead of "888". The screen was also very dim and fading out the longer she held the button on the meter. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. This can also cause the complained error. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.